Event description:
The patient reported that the keypad buttons were not responding. They also stated that there is no known trauma to the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the ok and contrast buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under all of the button contacts. The contrast button has no effect on insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.